Event description:
The customer reported to vyaire medical that the avea ventilator delivered fio2 reading lower than what was set. Fio2 set at 40%, reading 35% on vent, 33% on analyzer. There was no patient harm reported with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.